Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed motor errors several times. Troubleshooting for motor error was performed. The customer¿s blood glucose level was 190 mg/dl at the time of the incident. It was reported that the insulin pump was not exposed to high magnetic fields. There was no indication of troubleshooting or the issue being resolved during the call. There was also no indication of the insulin pump returning for analysis.